Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the junction case broken, the lg root brace rubber cracked, the angle wire corroded, the air/water nozzle deformed, the light guide cable leaky, the insertion flexible tube (ift) non-pentax work/parts, the distal body non-pentax work/parts, the light guide cable non-pentax work/parts, the objective lens unit scratched, the water jet tube dirty, the air/water nozzle dirty, the air/water channel dirty, the lg prong top loosened, the insertion flexible tube (ift) worn out, the ccd signal wire worn out, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).